Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused water on the lungs. The patient has alleged to seeing particles in the tubing and chamber. The patient did not report to receive medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on june 11, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water in lungs, particles in device, tubing and chamber related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed during internal investigation found an unknown dust contaminant on the top enclosure, ui panel, bottom enclosure, inside iso port, blower, blower impellers, blower box and blower seal. Evidence of liquid ingress was observed on the blower and blower box. Evidence of sound abatement foam degradation/ breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and confirms evidence of sound abatement foam degradation/breakdown was not observed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation in the device and they were unable to directly address the symptoms or complaints. Sections d8, d9, h2, h3, h6 has been updated in this report.